Manufacturer narrative:
Evaluation summary: the device was returned to edwards for evaluation. Customer report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect and 1.5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Extrinsic calcification deposits were observed at the inflow aspect, causing interference between leaflets 1 and 2, and between leaflets 2 and 3. A gap was observed in the central coaptation region. Leaflet 1 had a tear at the free margin of approximately 1mm. Leaflet 3 had a cut at the free margin of approximately 1mm x 3mm. The cut appeared straight and smooth. The sewing ring was cut near leaflet 1. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device is in process to be returned to edwards for evaluation. A supplemental MDR will be submitted upon completion of device evaluation. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic valve was explanted after an implant duration of approximately five (5) years due to aortic stenosis. Operative findings indicated that this valve was profoundly calcified and stenotic. This valve was replaced with a 27mm porcine valve. Post-operative echocardiogram indicated a well-seated valve and properly functioning prosthetic valve. Patient remained stable and was transferred to the intensive care unit.